Event description:
As reported by the end user in (B)(6), during a procedure, the physician was unable to remove air bubbles from device. The reported defective device was set aside to be returned to the manufacturer. The procedure was complete with another new of the same device without further complications. As there was no air injected into the patient, there was no harm to the patient.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).